Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that an x-ray was taken and it was found that one of the leads had migrated after she fell. The patient was reprogrammed and was going to follow-up to see if a lead revision was necessary.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient presented to the clinic for an appointment to have the stimulator possibly reprogrammed. During the office visit, the patient described inadequate pain coverage by her stimulator. An impedance test was run to check the integrity of the patient¿s leads. Lead 0-7 had impedances over 10,000 ohms for all electrodes. The lead impedances were good and within normal limits on lead 8-15. It was noted that the environmental factors that may have led to the issue are that the patient has had a couple of falls which may have led to a lead fracture event. The patient is being scheduled at some point in the future for a lead revision; however, a date has not been determined. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient noticed significant heating of her implantable neurostimulator and leads going into her spine sometime during the first week of (B)(6) 2018. The patient was working on her computer and left to walk into the other room when the heating happened. The patient¿s family member was also able to feel the patient¿s pocket heat up as well. The patient shut the device off for a while, and when she turned it back on, she noticed that the heating did not return. She has not noticed heating since. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) product type lead product ID 97740 lot# serial# (B)(4) product type programmer, patient product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. Device evaluated by MFR. Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead with serial number (B)(4) found that all conductors were fractured 17.6 centimeters from the distal end of the lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator and lead have not yet been completed. A follow up report will be submitted once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the implant was being explanted and being replaced with an entirely new system. When speaking with the patient, she noted a few complaints about the current system and why she was getting it replaced. The patient believed there is something wrong with it. The patient noted that the ins pocket would get very warm during use of the stimulator. The patient stated that stimulator did not work well. The patient did not really give any specifics. The rep noted to the patient that the system components would be sent in for analysis. The rep said the issue may be related to the lead. No further complications were reported.